Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
It was reported that the patient's father felt the pump was not delivering insulin properly. The patient had been experiencing high blood glucose levels, and had been bolusing, but continued experiencing elevated blood glucose. The father stated that the pump was not working. Advised the father that the pump would be uploaded to carelink. Nothing further was reported.